Event description:
The service repair technician reported that during routine testing of the device at the subsidiary's service center, the central control monitors (ccm) touch screen panel was not working well. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.